Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not determine the exact root cause of the reported pain, but the reported scar tissue that was removed may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated.

Event description:
The patient was revised because of pain. The surgeon changed the poly and cleaned up scar tissue.